Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the shunt sensor leaked. There were three occurrences of the event noted; however, event info was only provided for one occurrence. The product was changed out. There was less than 1cc blood loss. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more info becomes available. (B)(4).